Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a green colored image. The malfunction occurred after an unknown procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found minor fiber breakage, dents in distal edge, stains under light guide cover glass and cut on video cable. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device.